Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user requested reports on the station were set to override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that requesting reports on a station was set to override. A technical support specialist provided the customer with the information on requesting the custom report. The system functioned as intended after the technical support specialist repaired the device. E.1. Initial reporter facility: (B)(6) hospital.